Event description:
Reporter indicated, a vns patient had high lead impedance and could no longer feel the vns stimulation. The patient had no trauma and did not manipulate the vns. X-rays were requested, but were not sent to the manufacturer. Immediately prior to surgery, vns diagnostics also indicated high lead impedance. The surgeon replaced the generator but not the lead. The lead was to be replaced at another surgery. A surgery date for lead replacement has not been scheduled to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.